Event description:
Reporter indicated to a manufacturing consultant that their handheld computer keeps freezing and had being doing it for a couple of month. The handheld was freezing after the interrogation successful screen. The handheld computer contained (B) (4) programming software. The handheld and software is being returned to the manufacturer for product analysis.